Event description:
Consumer called to report concerns about his test results. Analysis run on clark error grid using mean avg reading (275) as reference point vs. Bd readings (425, 125) yielded some data points in the c/e range of the grid, outside acceptable limits.